Event description:
The customer reported a system vertical column lock-up issue during a case. The problem occurred with pt on the table and under anesthesia. The system worked after reboot. There was no injury to the patient.

Manufacturer narrative:
.